Event description:
It was reported that the pacemaker triggered a lead safety switch (lss) on the non-boston scientific right ventricular (rv) lead due to an impedance trend spiking up and down. This behavior was likely related to a spring contact issue. Also, noisy signals were over sensed post lss, likely due myopotential from unipolar sensing. When doing bipolar biometrics, a clean electrogram was observed. The unipolar thresholds were good, therefore this configuration was left as the programmed setting. The system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).